Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was fluid under the lcd display of the customer's insulin pump. The customer jumped into a pool of water with his insulin pump on. His blood glucose level was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.